Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer pocket did not show on the bus. The field service engineer powered down the station and reseated the row board connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es auxiliary, the drawer pocket did not show on the communication bus. The customer reported that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.